Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned. 05

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The complaint is being reopened for pump evaluation. Analysis of the returned device was completed. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. The pump underwent a 20 ml infusion instead of 100 ml due to the customer's library on the pump, and the pump abruptly powered off before the infusion was complete, confirming the reported issue. A new battery was placed into the pump and a battery level reset was done. Another 20 ml infusion was run on the pump and the pump abruptly powered off again, unable to complete the infusion. Upon further review there were no loose connections or components found inside of the pump. It was noted on the pump that the label with the pump's model information is almost completely erased and unreadable. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification.